Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer with autoloader (hmx autoloader) was giving partial aspiration errors and a cassette was stuck on the rocker bed. Customer reported that the there was a bloody fluid leak under the hmx autoloader. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the needle and tubing at pinch valve pv21. The fse ran samples and controls to verify operation. The fse verified the repair and validated the system.

Manufacturer narrative:
(B)(4).